Manufacturer narrative:
Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a thoracic procedure, after open/close test of jaws was performed for the first fire, the device operator attempted to open the jaws. However the jaws did not move at all. The reload status indicator was flashing green. The status indicator illuminated blue. No reinforcement material was used. The jaws were not applied to tissue at this point. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle, one idrive battery pack, and one egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices by both pmv and engineering. Visual evaluation of the handle, battery, and reload showed no external abnormalities. Functional testing of the battery and reload was satisfactory. During functional evaluation of the handle, it was unable to recognize an adapter. The device memory was reviewed and error codes were noted. Engineering was able to replicate the error codes by exposing the device bldc board to moisture. This will cause the system to become unresponsive and display blue status indicator lights. A process change was implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.